Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report. The device is distributed outside the us and no gudid information exists.

Event description:
A resident lost balance during a transfer from bed to an electric wheelchair using arjo sara flex lift and arjo sling after her left knee shifted within the calf support during the standing phase. The caregiver was able to catch the resident and guide her safely to the ground; however, the legs remained secured behind the calves in the support, resulting in pressure being applied to the resident¿s knee. The resident sustained a knee fracture that required surgery. The device inspection did not reveal any product malfunction. The device operated correctly.